Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left circumflex (lcx) artery. The guidezilla extension catheter was advanced through a mach1 8f cls4 guide catheter. Pre-dilation was performed with a 6/1.0mm non-bsc balloon catheter. When withdrawing the balloon catheter, the collar part of this device detached inside the y-adapter. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).